Event description:
It was reported that the patient called to report that his inflatable penile prosthesis (ipp) of approximately 6 years has failed. Patient liaison returned his call and got his voicemail. Patient liaison left direct contact information for him to contact at his convenience.